Event description:
While testing up a hemodialysis machine, the IV tubing broke during the priming process. The tube separated from the spike. No pts were involved. Product: medisystems readyset hemodialysis blood tubing set, lot#: 6115105, expiry date: nov 2009.